Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds). There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination inspection presented no damage or irregularities in the balloon. Functional testing was performed by prepping the device with an inflation device filled with water and connected to the inflation port to inflate the device; however, the catheter would not inflate due to solidified contrast in the balloon. The device was soaked in a warm water batch for a week. The device was again attached to an inflation device and inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. When negative pressure was pulled; the balloon was deflated in less than 3 seconds with no issues, meeting specification. Functional testing was attempted with a 5f convey guide catheter; however, due to the balloon having contrast and being loosely folded, the device was unable to be advanced into the guide catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). While performing a percutaneous coronary intervention, the physician inflated the 20x3.50 omega stent delivery system to 12 atms for 15 seconds without difficulty, using imeron 200 with no dilution and placed the stent. The physician waited 4 to 5 seconds after deflation to withdraw the balloon. Upon withdrawal of the balloon, deflation difficulty occurred and it was difficult to pull the balloon through the guiding catheter. The balloon catheter was successfully removed from the patient and the stent remained implanted. The procedure was completed with this device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved u.s. Device.

Event description:
It was reported that balloon deflation failure occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). While performing a percutaneous coronary intervention, the physician inflated the 20x3.50 omega stent delivery system to 12 atms for 15 seconds without difficulty, using imeron 200 with no dilution and placed the stent. The physician waited 4 to 5 seconds after deflation to withdraw the balloon. Upon withdrawal of the balloon, deflation difficulty occurred and it was difficult to pull the balloon through the guiding catheter. The balloon catheter was successfully removed from the patient and the stent remained implanted. The procedure was completed with this device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4).